Event description:
Customer alleged foot of bed drifts down.

Manufacturer narrative:
Technician inspected bed and found foot hi low drifts down. Technician replaced hydraulic valve for foot hi low valve to resolve.